Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of recurrent mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information, the reported difficult or delayed positioning (leaflet grasping) and single leaflet device attachment/slda appear to have been results of challenging patient anatomy. The reported recurrent mr and tissue damage appear to have been cascading events of the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed on 1/14/2021 to treat functional mitral regurgitation (mr) with an mr grade of 4. The leaflets were difficult to grasp due to the restricted, tethered posterior mitral leaflet. The clip was implanted, reducing mr to 1. On (B)(6) 2021, prior to discharging the patient, echocardiogram was performed; which showed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A posterior leaflet tear was noted. Mr increased to 1-2. No additional treatment is planned for the patient. No additional information was provided.